Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inappropriate shocks and sensing. The physician elected to replace both the implantable cardiovertor defibrillator (ICD) and lead at this time.